Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2013.

Event description:
It was reported that right artial lead had dislodged. The device was reprogrammed to vvi mode and the lead remains in the patient. No patient complications have been reported as a result of this event.